Event description:
Aortogram and lower extremity arteriogram performed via left axillary artery. Attempted balloon dilation immediately followed via left axillary artery, but balloon catheter broke in the infrarenal aorta. Pt is questionable surgical candidate, had earlier declined surgery for bypass graft. Therefore, the distal catheter fragment, about 10 cm long, remains in her distal aorta. Possible future occlusion of aortic bifurcation with bypass graft following unsuccessful attempt to angioplasty.